Manufacturer narrative:
(B)(4) (cuvette lot#d1jlr052). Method: instrument has been requested. No product returned. Device record history for cuvette lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record evaluation completed. Evaluation of retained cuvettes of same lot met specifications. Complaint could not be confirmed. Conclusion: device not returned. No conclusions can be drawn. Itc has requested all data required for form 3500a.

Event description:
Patient 1 of 2. Healthcare professional reports inconsistent results with hemochron elite microcoagulation system. The patient was given 5000 units of heparin and 15 minutes later generated 335 seconds-higher than expected. The test was repeated immediately with another draw and generated 228 seconds. The surgeon gave another 5000 units of heparin based on these results. Act-lr 40 minutes later was in the expected range at 396 seconds. Another act-lr test was run 30 minutes later and generated 291 seconds, lower than expected results. No testing was done to determine heparin sensitivity/resistance. Eqc prior to event met specifications. Lqc and proficiency panels are run regularly and have been acceptable. No adverse event(s) reported.